Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 300cm platinum plus¿ guide wire was advanced but failed to cross the lesion. It was also noted that the tip of the wire broke off and lodged in the lesion. The physician attempted other wires but still could not cross lesion and the procedure was not completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Last name corrected from (B)(6). Describe event or problem updated. (B)(4).

Event description:
It was further reported that the physician pulled and removed the device along with the .014 micro catheter and over a 6fr introducer sheath. The final location that the tip lodged in was at the proximal superficial femoral artery and the detached fragment was pushed against the wall of the artery with the stent.